Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are missing as a result of breakage. Size of missing piece is approximately 7.36mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Fa found additional observations that are related to the customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at/near the yaw pulley. There was not material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley.

Event description:
It was reported that the permanent cautery hook instrument (pch) was found to have a bent jaw. The customer reported event had no report of patient injury.